Event description:
The facility's biomedical engineering department reported an infusion pump with a failure code 810:11 during patient use. The pump was reported to be infusing an "ebn" at a rate of 18ml/hr via nasogastric (ng) tube to a intensive care unit patient when the failure occurred. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient's demographics, diagnosis or status, patient injury, medical intervention, or set up of the infusion device.